Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the unit was not in use on a patient at the time of the reported problem, therefore, there was no patient harm or involvement. The manufacturer's service technician reported when the ventilator was powered on, a vent inop message was displayed, confirming what the customer reported. The service technician also confirmed there was a diagnostic code in the ventilator log history that indicated the ventilator had performed a restart. The service technician reported the ventilator would not pass power on self test. The service technician replaced the vga controller pcb to correct the problem. Extended self testing (est) was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na